Manufacturer narrative:
Investigation results: device analysis findings: the device was disposed and will not be returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: the investigation will be assigned an investigation conclusion code of unintended use error caused or contributed to event. This code was selected as the most probable complaint cause based on the information available. The product record review confirmed that this is not a new failure type, and the risk is anticipated. There was no evidence of a manufacturing issue or design issue which could have caused the complaint. During unpacking of a 3.50 x 20mm synergy? Xd drug-eluting stent, it was observed that the stent had slipped distally, though not fully detached, and was not fully positioned within the balloon area. The complaint device was not returned to the complaint investigation site (cis) for analysis, and reported allegation cannot be confirmed. Based on the information available, it is most likely that an interaction between user and device during packaging removal could have caused the reported stent damage (stent movement on the balloon).

Event description:
It was reported that stent moved on the balloon. During unpacking of a 3.50 x 20mm synergy? Xd drug-eluting stent, it was observed that the stent had slipped distally, though not fully detached, and was not fully positioned within the balloon area. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that stent moved on the balloon. During unpacking of a 3.50 x 20mm synergy? Xd drug-eluting stent, it was observed that the stent had slipped distally, though not fully detached, and was not fully positioned within the balloon area. The procedure was completed with another of the same device. No patient complications were reported.